Manufacturer narrative:
(B)(4)

Event description:
It was reported that a patient received inappropriate shocks for a rapid conducted atrial fibrillation. It was also noted that the patient had received ineffective shocks for ventricular fibrillation. Programming changes were made. The patient was in good condition afterwards.